Event description:
It was reported that during the use of the product, a "power lost while pump was on" alarm message was indicated on the display no patient injury was reported.

Manufacturer narrative:
One infusion pump was received in relation to this event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there was a record that the "power lost while pump was on" alarm was generated immediately after the pump power was turned on on (B)(6) 2021. A function test was completed which did not replicate the reported issue. A battery power loss alarm check test passed successfully. As preventative maintenance the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.